Event description:
The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged experiences stop breathing. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer received information alleging an issue related to a dream station auto CPAP device. The patient has alleged experiences stop breathing. There was no report of serious or permanent harm or injury during the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 2 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.